Event description:
A caller reported experiencing multiple occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer removed and reinserted the same cartridge, resuming insulin delivery. Despite experiencing frequent occlusion issues, the customer declined further assistance.